Event description:
The customer alleged that in pulmonary artery exams, there were areas in the scan which appeared to be pulmonary embolisms (pe), however, these areas could not be seen on subsequent scans from a different scanner. There was no report of misdiagnosis or mistreatment.

Manufacturer narrative:
Note: we have not completed our investigation of this event we will file a f/u MDR upon completion of the investigation. (B)(4).